Event description:
It was reported the patient experienced ineffective stimulation at an unknown date. As a result, surgical intervention occurred wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.